Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the patellar clamp confirmed the release button would lock and release, but with difficulty, there was irregular sticking of the release button. The overall condition of the instrument suggests heavy usage. The root cause is attributed to product wear out. Based on the determination of product wear out as the root cause, the ned for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella clamp isn't working properly. It will not lock. Instrument found in this condition while assembling instruments.